Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implant was discharged and they had not been ¿wearing¿ for two months. The representative tried to read the implant and found it to be discharged so the patient was going to try to charge when at home. The issue was not resolved at the time of the report. Further information received from the representative reported that the patient went home and was able to charge normally. The patient met with the healthcare provider and was given a new group to cover her painful areas and she felt much better. The patient was receiving effective therapy and did not need to follow-up with the representative or healthcare provider. The indication for use was non-malignant pain. Additional information was received from a rep via a patient on (B)(6) 2017. The rep stated that they met with the patient on (B)(6) 2017 after they got their ins charged from not using it for 2 months. The patient called on the day of the report stating that they have new pain. They turned their ins off last night and turning it off has helped their pain. The patient also has it off today. The patient has another group c that they would try to see if it helps their pain but they may need to meet for other groups. The patient denies having any falls, etc. And no diagnostics/troubleshooting was performed other than the patient turning off their device off for a period of time. The rep stated that a meeting is not set and the patient would call to set up an appointment if needed. The new pain is not being taken care of by their device. The foot pain feels like before, like when they had their accident. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.